Event description:
Hospital emergency room personnel were pacing a pt with the device while monitoring with another cardiac monitor. According to the rptr, the device displayed excessive artifact and pacing would intermittently drop out. No adverse affects to the pt were reported as a result of the alleged malfunction.